Event description:
During a stone retrieval procedure with a stone cone retrieval coil, two fragments detached from the stone cone inside the pt. Both fragments were seen after the stone cone was withdrawn, and both were removed with a tricep grasper. A laser was used during the procedure. There were no pt complications. The device was received and evaluated by the manufacturer. The engineering evaluation indicated that the device was in two pieces - the device with handle, and a 7mm piece of sheath. The device functioned as intended and with no incidences. The shavings appear to have come from the first most proximal coil and the second most distal coil. A system search revealed no other complaints reported against this batch number. The possible root cause of this complaint is unknown. It is possible that the coils may have scraped against the sheath. The directions for use state: "do not directly fire upon the device with a laser... Warning: to minimize risk of device breakage or pt injury, do not fire laser directly on any part of the stone cone."